Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was received for evaluation on 04/11/2011. An actual sample was received for evaluation. A visual inspection of the sample did not reveal any obvious defects. The sample was then spiked into a 1000ml solution bag and re-primed, and a leak occurred near the second y-site. A visual inspection under a microscope revealed a cut in the tubing at the in-let port. The sample was then underwater leak tested. The reported condition was confirmed. Although the reported condition was confirmed, the root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter an interlink continu-flo solution set that had a hole in the upper y-site. The condition was identified while attempting to set up a piggyback during patient use. It is unknown if there was any patient injury or medical intervention associated with this event. No additional information is available.